Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia, passed out, and an instant coma on (B)(6) 2020. The customer¿s blood glucose level was about 1480 mg/dl at the time of the incident. The customer was also hospitalized on (B)(6) 2020 with a blood glucose level of 1080 mg/dl and had a heart attack, passed out and they were in a coma. The customer declined to troubleshoot. The insulin pump was getting no delivery alert. The device will not be returned for analysis.